Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas for evaluation. The patient has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Unrelated to the complaint the patient noticed that the o-ring on the battery cap was visible. Customer support instructed him to tighten the cap and reviewed battery cap recommendations to replace the cap every six months. He denied any loss of power due to the loose battery cap.

Event description:
The patient reported that the display screen was flashing during two separate incidents a month ago. The patient denied moisture in the pump or behind the display screen. He denied trauma to pump and denies keypad peeling. He said that he wears his pump in a pocket. The patient denied any blood glucose excursions related to the issue and he is able to use the pump despite this issue. This complaint is being reported as a probable issue with keypad responsiveness.